Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. DHR (device history review) for the freestyle libre sensor kit were reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.   All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading of 337 mg/dl with the use of the adc freestyle libre sensor. The customer experienced a seizure and loss of consciousness and was administered a glucagon injection for treatment by his wife and was "recovered at the ambulance". No additional information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a high reading of 337 mg/dl with the use of the adc freestyle libre sensor. The customer experienced a seizure and loss of consciousness and was administered a glucagon injection for treatment by his wife and was "recovered at the ambulance". No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a crack in the sensor neck was observed, which is indicative of an insertion failure. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.